Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was a hole in the sterile packaging.

Manufacturer narrative:
Alleged failure: hole in packaging. Probable root cause: damage during shipment (inadequate packaging). Damage during shipment (abuse during transit). Damage during cleaning. Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. (B)(4).

Event description:
It was reported that there was a hole in the sterile packaging.